Event description:
It was reported that an unspecified number of syringe s2 20ml experienced leakage. The following information was provided by the initial reporter: discardit syringe is leaking behind plunger. This has occurred now many times.

Manufacturer narrative:
Investigation: bd was not provided with any photos or samples for catalog 300296 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR could not be performed as the lot# is unknown.

Manufacturer narrative:
Device expiration date: unknown. Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of syringe s2 20ml experienced leakage. The following information was provided by the initial reporter: discardit syringe is leaking behind plunger. This has occurred now many times.